Manufacturer narrative:
Batch history review: no other similar incident was declared to us concerning this batch of access ports. The raw material certificates, the mfg and sterilisation processes have been reviewed. No abnormality has been detected. Investigation: the involved device has been returned for eval. It presents no aspect defect. It is compliant with the specifications. Conclusion: the collected info did not allow to conclude on the root cause of this incident. Our complaint handling database does not show any increasing trend for this type of complaint. It is rare incident. No corrective action is envisaged. It is worth noting that the celsite t501l access port, (B)(4) is not cleared in the us, but this device is similar to the (B)(4).

Event description:
Exteriorization of access port.